Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the moveable top jaw break off? Did the ceramic (on the lower non-moveable jaw) separate or break off? Did the electrode (on the lower non-moveable jaw) separate or break off?

Event description:
It was reported that during a davinci robotic hysterectomy procedure, the customer reported that the jaw of the device broke off. The customer had to use graspers to retrieve the broken pieces. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p91j57. The device was returned with the upper jaw detached not returned and with the I-blade upper tip broken not returned. In addition, the device was received with the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.